Event description:
It was reported that the right ventricular (rv) lead failed to capture. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.